Event description:
Information received indicates the bed has no ac or dc power, and no motor function electrically or manually when plugged into wall outlet.

Manufacturer narrative:
The technician replaced the power control module to repair the bed.